Event description:
The customer reported the ventilator failed the extended self test (est) due to pressure leak out of range. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's field service technician replaced the exhalation valve to correct the test finding. The exhalation valve was installed into a test ventilator for failure analysis testing. During testing, the ventilator alarmed vent inop due to an exhalation motor error. Vent inop, when in use, will stop providing ventilatory support to the patient. The customer reported no similar vent inop occurrence, only failure during testing.